Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. (B)(4).

Event description:
It was reported in a journal article that a patient underwent closure of a stoma and suture was used for a pursestring closure. The patient developed a stoma surgical site infection at the stoma site. The patient was treated with selective suture or staple removal and opening of the wound at the bedside. Antibiotics and reoperation were not required. The patient may have experienced an anastomotic leak after the procedure. The patient took approximately 35 days to heal. Additional information has been requested.